Event description:
It was reported that at the user facility the prongs and plug on the power cord melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.